Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular capture management (vcm) feature was detecting higher thresholds than those found via the in-clinic testing, and it was noted that an in-clinic vcm test showed pre-ventricular contraction ectopy occasionally being erroneously labeled as loss of capture. It was also reported that the atrial lead experienced small atrial fibrillation waves. In addition, the patient complained of coughing, with abdominal heaving. The patient further reported that after the physician "made an adjustment" to the device, there are now "episodes" where the patient cannot breathe, which last about 30 seconds, and feel as if the diaphragm is being stimulated. The device remains in use. The vcm feature was reprogrammed, and the ventricular lead remains in use. The atrial lead sensitivity was reprogrammed, and the atrial lead remains in use. No patient complications have been reported as a result of this event.